Event description:
It was reported that the pump exhibited main board problems. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken by the lower front corners and by the tube holder, the right case was broken and epoxied to the left case, and the bottom case was broken. A review of the event history log identified data corrupted, motor phase b, and force sensor test in history. During functional testing the reported issue was duplicated during the power up process. It appeared that the main board was replaced, but did not upgrade the software for the appropriate device. The root cause of the issue was by the customer's incorrect assembly of the device. Restored appropriate programming by reprogramming main board from the base.